Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the personality module vision acquisition (pmva) and enabled the nest node configuration to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The pmva was analyzed. It was installed into system and tested with e100. It failed. System did not communicated to e100 intermittent. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted gastrectomy - distal surgical procedure, the with the e-100 generator was not working. The customer then informed the vessel sealer extend (vse) worked as intended with the erbe. The intuitive technical support engineer (tse) instructed the customer to power down the e-100 and cycle the breaker in the back. The customer powered back on the e-100 and tried again, but there was no energy. The customer informed the power button led was white, but the port led had no light. The procedure was completed using the erbe. No known impact or patient consequence was reported.